Event description:
The customer reported that their pump screen was not turning on, resulting in a malfunction. Customer's blood glucose level was not impacted. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the customer to return the faulty pump using a pre-paid label within ten days. Additionally, the customer was informed about how to put the malfunctioning pump into storage mode.